Event description:
It was reported to medtronic minimed that the customer was truing to connect the insulin pump and mobile app. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed for unable to pair device. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for pairing failed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: sw requirement doc. After analysis of the logs, I can see that the device did not pair with the pump within the timeout. After the pump had connected to the phone and started to pair, 2 minutes passed which triggered the pairing timeout. It is possible this was caused by interference by other bluetooth connections or with the bluetooth stack itself on the device. The issue was confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: basic steps: turn bluetooth off > wait 30 seconds > turn bluetooth back on. When attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data reset network settings based on device: google pixel: settings system reset options reset bluetooth and wifi > reset and settings system reset options reset mobile network settings > reset settings uninstall app > restart phone > turn bluetooth off then on > reinstall app. We haven't received a response confirming whether the recommended steps resolved the issue, but patient is now uploading to cl per csr. As a result, we'll be closing the ticket. We have instructed helpline to reopen this ticket if issue persists. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.